Event description:
It was reported that the goflo pump started running uncontrollably, creating an over-pressure. A back-up device was available to complete the procedure. Neither procedure delay nor patient injuries have been disclosed.

Manufacturer narrative:
The legal manufacturer of this device (world of medicine) is responsible for the reporting of adverse incidents when identified as such. They will report to the food and drug administration and any other authorities as deemed necessary.